Event description:
The customer stated that she had received a high blood glucose reading. While troubleshooting, she performed control tests and received results of 254 and 191 mg/dl. The normal control range was 107-148 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.